Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had a missing knob. It was further noted on analysis that the output connector assembly, hanger assembly, upper case and lower case were broken. The encoder assembly was replaced as a preventative. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a missing knob. The epg has been returned to service and tested out of specification during manufacturer's analysis. There was no patient involvement.